Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, when pushing a 5mm-instrument into the trocar, the seal of the trocar fell into the situs and was removed immediately using grasper. A new trocar was used to complete the case. There was no patient injury.